Event description:
Device 1 of 7. MFR. Reference report#: 1627487-2019-03800. 1627487-2019-03801. 1627487-2019-03802. 1627487-2019-03803. 1627487-2019-03804. 3006705815-2019-01110.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 7. MFR. Reference report#: 1627487-2019-03800, 1627487-2019-03801, 1627487-2019-03802,, 1627487-2019-03803 1627487-2019-03804, 3006705815-2019-01110. It was reported that the patient experienced discomfort and pulling of her leads. As a result, the patient's ipg was explanted, replaced and relocated and her leads were explanted and replaced, which addressed the issue.